Manufacturer narrative:
The reported event of ¿the guide wire cannot pass smoothly¿ was not confirmed. As received, a complete lead was returned in one piece. A guidewire was able to be fully inserted and removed from the inner coil lumen without obstruction/restriction. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the guidewire was unable to be inserted smoothly into the left ventricular (lv) lead. The lv lead was removed and replaced. The patient was in stable condition.